Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was covered with a white substance.

Manufacturer narrative:
The reported event was unconfirmed because the returned device meet specification. Received catheter in open package. Evaluation found white substance stick on catheter surface as per reported event. Ftir examination confirm the white substance are composed of silicone coating peeling from the surface of the sample. This is a normal anomaly of the silicone coating process. This condition is not indicative of uneven or poor coating on the catheter. This is a cosmetic condition that meets the manufacturing acceptance criteria for post coated catheters. No root cause could be identified since complaint are unconfirmed. A potential root cause for this failure mode could be due to excessive coating/poor coating. The product had not caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was covered with a white substance.